Event description:
It was reported that the dexcom cgm reading dropped significantly which resulted in a hypoglycemia event. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 4:00 pm, while the patient was in the laundry room doing her laundry, she had an ¿insulin reaction¿ [presumed to mean hypoglycemic shock]. There were no alerts nor alarm warning the patient that her blood sugar was dropping. The patient reported that she was not aware that she needed to check her phone or pump for her readings but that her blood glucose decreased quickly. Someone called the paramedics. When the paramedics arrived, they treated the patient with saline solution for hydration and they made sure she had something to eat. The paramedics took the patient back to her apartment, got some food from her refrigerator and had the patient eat the food. There were no bg or cgm readings reported during the entire event. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.